Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, and labeling. Based on a review of this information, the following was concluded: the complaint of foreign matter in on the device was confirmed; however, the cause could not be determined from the photographs that were provided for investigation. Two photographs were provided for investigation. The photos show the safety mechanism of a safestep infusion set through the bifold card packaging. A black fiber, which appeared to be a hair, was observed across the white foam pad on the base of the safety mechanism. The outer packaging was not present, which indicates that the product had been opened. It could not be verified that the foreign matter was present in the sealed package. The device appeared to be unused; therefore, the supplier was notified of this complaint. A lot history review (lhr) of asczs0158 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that there was foreign matter in the material (hair). The device was not used on a patient.